Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding unknown patients who were receiving intrathecal lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. The date of the event was unknown. It was reported the physician had seen problems of fibrous tissue growing into the sutureless connector and the connector was obstructing flow. The hcp was unable to withdraw cerebrospinal fluid (csf) from the catheter access port (cap) and during surgery for catheter revision he noted fibrous tissue. The sc catheter was disconnected from the pump and fibrous tissue was observed. It was seen with battery changes and in patients who were not getting effective spasticity relief, using only lioresal. The hcp had seen the fibrous tissue travel down the length of the catheter obstructing flow. In one patient it occurred 2 weeks after implant. Calcification was also seen in the sc catheter. The catheter was replaced. It was unknown if the issue was resolved. Patient and device information were not reported; additional information has been requested, but was not available as of the date of this report. On 2015-12-22 additional information was reported that the issue had occurred in (B)(6) 2015. At the time of the event, the patient was receiving intrathecal lioresal 2,000mcg/ml, 250mcg/day. The patient had benign growth of fibro-connective tissue that was .3x.2.x1 in size, surrounding and inside the connector. The catheter was changed but the patient ended up having the entire system removed a few weeks later, on (B)(6) 2015, due to a pump pocket infection. The dose at the time of explant was further reported to be 298.8mcg/day (refer to (B)(4)-infection). The patient, as of (B)(6) 2015, was reported to be "doing well." The patient was on oral baclofen and supplemental periactin as she experienced early withdrawal symptoms and therapeutic boluses were not providing relief. The patient's medical history includes cerebral palsy. It was reported that in these cases it was sometimes possible to trim the catheter and revise it, but at times it was also necessary to completely replace the catheter due to the fibrous growth. This would occur with the sutureless connector and not the push on/tie on variety.

Manufacturer narrative:
Concomitant product(s) : product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen with an unknown dose and concentration via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient had presented on monday ((B)(6) 2015) with a complaint of itching an increased spasticity for about a week. No specific trauma or issue was reported, the physician felt that the withdrawal symptoms pointed to a catheter problem and decided to replace the catheter segment. On (B)(6) 2015 the spinal portion of the catheter was removed and replaced, however on (B)(6) 2015 the patient's itching and increased spasticity continued so the pump portion of the catheter was to be replaced. It was later reported that the patient had a full catheter revision on (B)(6) 2015 where the hcp found tissue buildup on the suture less connector and the patient was improving.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID: 8781, serial# (B)(4), product type: catheter; product ID: 8596sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that catheter was grossly identified. Tissue inside catheter, excision: benign fibroconnective tissue. Tissue was submitted: catheter hub and tissue inside catheter. Specimen one was received in formalin, labeled catheter hub, was a white plastic catheter measuring 1.2 x 0.8 x 0.8 cm with an attached segment of clear tubing measuring 3.4 cm in length and 0.1 cm in diameter. No soft tissue was identified. Gross only. Specimen two: received in formalin, labeled tissue inside catheter was a 0.3 x 0.2 x 0.1 cm tan irregular soft tissue fragment, which was submitted in toto as 2a. No further complications were reported.